Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the femoral head product/lot code combination found no other reports. The search was not possible against the reported liner as the necessary product/lot code was not provided. It was reported the liner was not revised. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.